Manufacturer narrative:
Section a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the event; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the procedure with a preloaded monofocal toric intraocular lens (iol), a capsule rupture occurred after the iol was implanted requiring the removal of the lens and the subsequent implantation of a 3-piece ar40 lens. The surgery was completed during the same session. No further information was provided.